Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a new sense/pace lead was implanted due to increased thresholds. The lead was partially capped and the defib portion of the lead remains active.